Event description:
The facility representative reported a flogard infusion pump with a faulty slide clamp. This event was reported to have occurred during power up in the intensive care unit. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of " a faulty slide clamp" was confirmed during device evaluation. The unit alarmed an insert slide clamp alarm when the blue clamp (line) is inserted in tne safety slide clamp assay. The cause was due to dirt and corrosion on slide clamp sensor. Service cleaned the safety slide clamp sensor, resoldered the contacts and repaired the mechanism. Safety slide clamp assay repaired as per service manual to fix the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.